Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): (B)(4). FDA patient problem code(s): (B)(4).

Event description:
It was reported when removing cap from bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle the hub separated from the device. The following information was provided by the initial reporter: consumer reported when removing the orange cap and the whole needle component came off and stayed in the cap. Stated this happened with one syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-10. H6: investigation summary: customer returned (3) loose 0.3ml bd insulin syringes. Consumer reported when removing the orange cap and the whole needle component came off and stayed in the cap. All 3 returned syringes were examined, and it was observed that each syringe exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tips was observed. A review of the device history record was completed for batch # 0020548 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported when removing cap from bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle the hub separated from the device. The following information was provided by the initial reporter: consumer reported when removing the orange cap and the whole needle component came off and stayed in the cap. Stated this happened with one syringe.